Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and exhibited high pacing impedance greater than 2500 ohms. This lead was explanted and was successfully replaced thereafter. Additional information states that the fracture of the lead was confirmed through fluoroscopy around the subclavian area. The lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.